Manufacturer narrative:
Follow-up 08/26/2016: customer reported that their blood glucose levels returned to their target level. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels of up to 500 (mg/dl) since beginning pump therapy in early august. Reportedly, customer notices that their bg levels elevated after performing infusion set changes. Customer administers correction boluses and to treat bg levels. Reportedly, customer stated that it took approximately 4 hours for their bg levels to return to target after delivering a correction on (B)(6) 2016, and they believe that was longer than expected. Recommendation was made to consult with their health care provider to discuss diabetes management.